Event description:
It was reported that the pump stopped working after 24 hours of use.

Manufacturer narrative:
Investigation results: we have now completed our investigation into this complaint. Unfortunately we are currently unable to locate the sample at the hull facility. We have recently undergone some personnel changes and this was received by somebody who is no longer with the business and the sample is not in available in the dedicated area. We have robust procedures in place for monitoring of samples but unfortunately we cannot legislate for this type of occurrence relating to an individual error. We apologise for this inconvenience but we will continue to look for this sample and if it becomes available then this complaint will be reopened. Prior to use all pico pumps undergo a full testing regime, to an agreed specification. This ensures that all pumps are functioning correctly before being used in manufacturing; any failures identified are segregated for investigation. As we could not test the actual pump, we reviewed complaints that we received for the same failure modein order to determine a probable root cause. This review indicates the most likely root cause is the device reached its 7 day end of life usage. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU, "after 7 days of therapy the pump will automatically cease functioning". Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.